Event description:
Dr reported via our sales rep, that he was conducting a surgery procedure. During surgery, he noted that the height marking is missing.

Manufacturer narrative:
Method: DHR, complaint review. Result: device history review showed no reported discrepancies. Complaint history review shows that there have been no other reported events regarding this lot. Summary of evaluation: an event regarding a missing depth marking on an exeter stem was reported. The missing engraving can be a human mistake. Three stems are engraved at the same time on the laser machine and it is possible that one has been missed. The missing engraving should have been detected at the final inspection just before packaging. Our presumption is also that the engraving was present but difficult to read. Device was not returned for evaluation. At this time, the failure could not be confirmed.